Event description:
The customer reported that the insulin pump alarmed motor error and button error. The blood glucose reading was 121mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with currents in specification. The unit had scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, and broken belt clip slot.